Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4). (Report number) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2020-00400). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the lighthead of the device fell off. No patient involvement has been reported however we decided to report this case in abundance of caution and based on potential as described herein situation could result in serious injury or worse. Manufacturer's reference number (B)(4).